Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost weight and their ipg was flipping in the pocket causing discomfort. Surgical intervention may take place at a later date to resolve the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates the patient had their ipg replaced and the pocket relocated to resolve the issue. Further information shows the pain/discomfort has resolved.